Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed to "manually ventilate" and stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including incoming functional testing, stress testing, hi-pot and internal inspection without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.